Event description:
The user reported that air was drawn into the contrast line through the drip chamber. No air was injected into the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Is this a single-use device that was reprocessed and reused on a patient? This information was not provided by the user. Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.